Manufacturer narrative:
Citation: auffret, v., md, msc et al. Serial changes in cognitive function following transcatheter aortic valve replacement. Journal of the american college of cardiology; (2016). Vol. 68, no. 20. Doi 10.1016/j.jacc.2016.08.046 .earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding serial changes in cognitive function following transcatheter aortic valve replacement. The study population included 51 patients, 5 of which were implanted with a corevalve transcatheter bioprosthetic aortic valve and 46 which were implanted with a non medtronic transcatheter bioprosthetic aortic valve. The study population was predominantly male; mean age 80.0 years. Serial numbers were not provided. Among all patients adverse events included: myocardial infarction, bleeding, atrial fibrillation, permanent pacemaker implant, vascular complications, moderate to severe regurgitation and valve in valve implant. Based on the available information, these events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.